Event description:
Health professional reported, "explanted band/failure of device."

Manufacturer narrative:
(B)(4). Visual examination of the returned device determined the access port tubing connector to be a taper ii. Allergan has received the product however the analysis has not been completed at this time. Further information from the reporter regarding the exact "failure of device" has been requested. Device labeling addresses the possible "failure of device" as follows: "the manufacturer of the lap-band ap adjustable gastric banding system has designed, tested and manufactured it to be reasonably fit for its intended use. However, the lap-band ap system is not a lifetime product and it may break or fail, in whole or in part, at any time after implantation and notwithstanding the absence of any defect. Causes of partial or complete failure include, without limitation, expected or unexpected bodily reactions to the presence and position of the implanted device, rare or atypical medical complications, component failure and normal wear and tear. In addition, the lap-band ap system may be easily damaged by improper handling or use."